Manufacturer narrative:
During the onsite investigation, the territory manager (tm) observed a low gas condition and determined that the high voltage condition was related to laser optic issues. The tm replaced the gas bottle and halogen filter, rotated the homogenizer and replaced the lower 45 optic. The tm also observed erratic bed operation due to a faulty joystick. A new joystick was ordered and the customer will instill a new joystick when it arrived. The tm completed a successful system verification to specifications. Result code relates to the high voltage issue and result code relates to the joystick issue. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: high voltage; bed joystick control difficulty. A surgeon reports frequent gas changes are required due to high voltage. He is also having difficulty with the bed joystick control. Add'l info has been requested.